Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. The testing history is consistent with what would suggest a wash buffer flow failure, however, data review cannot confirm if this was a false positive result. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on 14-dec-2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) lot 30923c, reader sn (B)(6)). Two repeat cue covid-19 tests performed on the same day provided negative results. Customer tested negative on 14-dec-2023 with a binaxnow rapid antigen test, an ihealth rapid antigen test and a flowflex rapid antigen test. Customer had no symptoms or known exposure. Cartridges were stored within the validated temperature range.